Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the electrode belt cable running from the distribution node (dn) to the front therapy electrode (te) was damaged. The cable was cut between ECG b and the dn, causing wires to be exposed. The root cause for the damaged cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report a damaged cable on his electrode belt. The pt was issued a replacement electrode belt.